Event description:
Noise, increased threshold and high impedance were noted on the right ventricular lead. During explant of the lead a cardiac perforation was suspected, however an echocardiogram was performed and no effusion was noted. The lead was replaced and the patient was in good condition.

Manufacturer narrative:
(B)(4)

Event description:
Noise, increased threshold and high impedance were noted on the right ventricular lead. Explant of the lead is anticipated.